Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An gold-tite® square uniscrew (unisg) was returned for investigation. Visual inspection of the as returned product identified fracture confirmed on threaded portion of screw. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: change "no" to "yes."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (unisg) fractured. Both parts of the fractured screw was removed. Tooth location 20.